Event description:
Customer reported via phone, she was having issues with sensor. During explaining issues customer mentioned she had experience high blood glucose around 500 mg/dl and was able to bring it down to 300 mg/dl. Customer declined troubleshooting for high blood glucose. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.